Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that this patient has underwent several surgeries recently. Her most recent revision was on (B)(6) 2019 whereby synthes lcp plates were utilized for a mid femoral fracture. The pinnacle liner and srom head were also exchanged at that time. Unfortunately, this patient has been confirmed for infection. Today, due to complications from the infection and poor bone quality, the srom stem/sleeve construct was removed, as well as the cup and liner and temporary spacer was placed. The original surgery was done (B)(6) 2014 at ocr in (B)(6). Doi: liner and head revision - (B)(6) 2019. Doi: other implants - (B)(6) 2014. Dor: (B)(6) 2019, left hip.

Manufacturer narrative:
(B)(4). Investigation summary ==> no device associated with this report was received for examination. A worldwide complaint database search found no other related reported incidents against the provided product code/lot number combination since release for distribution. Based on previous investigations, this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.